Event description:
Healthcare professional reported Capsular Contracture Baker grade III. This record is for the left side. Device was explanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. A review of the Device History Record has been completed. No deviations or non-conformances noted. The event of "Capsular Contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Capsular Contracture, Baker grade III.